Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. The returned test strip vial and test strips showed no defects. Results (qc range = 2.6 - 3.2 inr): qc1 = 3.0 inr. Qc2 = 3.0 inr. Qc3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.2 inr. Within 4 hours of the laboratory test, a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. When collecting a sample for meter testing, the patient pressed lightly on his finger and used pipettes. No information was provided regarding the type of pipettes used. The patient's therapeutic range is 2.5 - 3.5 inr.